Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained from vitros pvii fluid and vitros tdm pviii fluid using vitros dgxn slide lot 1923-0260-9858 tested on a vitros 5600 integrated system. The assignable cause of this event is an issue with the immunowash module on the vitros 5600 integrated system. A review of historical qc for vitros dgxn slide lot 1923-0260-9858 was not as expected. In addition, vitros dgxn and vitros carbamazepine (crbm) precision testing was performed and results were outside ortho acceptable guidelines. An ortho field engineer (fe) went on site and replaced the immunowash shuttle spring and performed all immunowash module adjustments. Although vitros dgxn and crbm precisions were not processed following the service actions performed by the fe, all qc results obtained following service actions were within expectation indicating that the service actions resolved the issue causing the lower than expected results. (B)(4).

Event description:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from vitros performance verifier ii (pvii) fluid and vitros therapeutic drug monitoring (tdm) pviii fluid using vitros dgxn slide lot 1923-0260-9858 tested on a vitros 5600 integrated system. Vitros dgxn pvii lot v8107 result of 1.36 ng/ml versus the expected result of 2.30 ng/ml vitros dgxn tdm pviii lot d8377 vitros dgxn results of 1.3, 1.5, 0.8, 1.3, 1.1, 1.4, 1.86, 1.73, 1.53, 1.85, 1.64, 1.52, and 1.25 ng/ml versus dgxn expected result of 2.60 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from quality control fluids and were not reported outside of the laboratory. There was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).